Manufacturer narrative:
(B)(4). Reporter's last name not provided/unknown. Device not returned for evaluation.

Event description:
It was reported that the abutment screw (iunihg) became stuck. The doctor was able to unscrew it enough to remove from the implant. However, the screw is still stuck in the abutment.

Manufacturer narrative:
No product was returned for inspection. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. The biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain® gold-tite® hexed screws, it is recommended to torque at 20ncm. A singular cause cannot be determined. Without the returned product, the complaint is non-verifiable.